Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . G4: additional PMA/510(k) number k101880.

Event description:
It was reported that the implant at tooth site #3 was removed due to bone loss. Patient came in for an implant repair, doctor noticed too much bone loss around implant.